Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted and the pump shut off. During troubleshooting with tandem technical support the pump successfully turned back on. Customer had elevated blood glucose levels over 600 mg/dl. Customer delivered a correction bolus to stabilize blood glucose levels.